Event description:
Customer reported that the live image went black on the left monitor and they could not get it back and had to remove the unit from the operating room. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired it. No further details on the eval results are available. System operates as intended.